Event description:
The customer reported that the system displayed a "file system" error message and would not boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. A replacement real time operating system was ordered. No conclusion can be drawn as further repair information is unavailable at this time.